Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide devices referenced in b5 are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the left common iliac artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure in a very heavy patient. A high stick was used as access to the artery was challenging. Reportedly, when the plunger was removed there was no suture. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. During closure, one of the pre-placed proglide sutures broke. Another proglide was attempted to be used; however, there was no suture with plunger removal. Physician decided to abort proglide use and incised the vessel in this deep stick access site. A covered stent was placed. Additionally, surgical suturing was used to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide devices. No additional information was provided.